Manufacturer narrative:
This report is part of a retrospective review and remediation efforts in response to a warning letter. (B)(4). S/w version : 5.2a. Retainer ring=black. The pump was returned for unexpected pump error 15, pump error 54, pump error 53, and pump error 4 alarms found on (B)(6) 2021. Pump successfully downloaded traces and history files using thump. Unit passed the displacement test and self test. No unexpected pump error 15, pump error 54, pump error 53, and pump error 4 alarms noted during testing, however pump error 4 and pump error 15 (file number = 38; line number=442) alarms found in pump history/trace files on 09/29/2021 at 12:15am. Pump error 53 (file number = 709; line number=1216) found in pump history/trace files on 09/29/2021 at 7:59am. Pump was cut open to perform visual inspection and found¿no evidence of physical or moisture damage on the electronic assembly, motor, or force sensor. P-cap / reservoir locks properly into place .the following were noted during visual inspection: minor scratches on case. Pump error 54 alarms not confirmed during testing or in the pump history/trace files. However, pump error 4 and pump error 15 (file number = 38; line number=442) alarms confirmed in pump history/trace files on 09/29/2021 at 12:15am due to possible hardware error as per global logic analysis (esf #(B)(4)). Pump error 53 (file number = 709; line number=1216) alarms confirmed in pump history/trace files on 09/29/2021 at 7:59am due to possible hardware error as per global logic analysis (esf #3764385). Problem isolated to electronic assemblies.

Event description:
Crm service notification text 09/29/2021 12:32:59 quetua2 initial notes: he spoke to someone this morning inquired what led up to the complaint. Customer response: he is getting a replacement he just wanna make sure it's been processed customer's outcome pertaining to the complaint: adv that it's been process no tracking number yet ship: nothing / return: nothing crm service notification text 09/29/2021 05:41:12 erp_rfc_user related svn (B)(4) crm service notification text 09/29/2021 05:34:58 lugtuj2 customer concern: pump error 15, 4, 53 dop114-980doc: pump error alarms attempt to check alarm history and document any findings. 15, 04, 53 advise customer to clear alerts/alarms as soon as possible. Check error table and explain alarm. Advise customer to disconnect from pump: yes is/was customer able to successfully clear the alarm(s)?: yes did customer receive a request to rewind pump?: yes is/was customer able to complete rewind?: yes document when the alarm occurred(e.g. Basal, bolus, rewind, etc.): basal advise customer to remain disconnected. Advise to program a 0.2 unit fill cannula into the air to determine if delivery is successful: yes was fill cannula recorded in daily history?: yes does error table indicate that pump should be replaced?: yes advise customer the serialized device will need to be replaced: yes instruct customer to discontinue pump use and revert to back up plan as per hcp instructions: yes advise customer on how to put pump in storage mode after discontinuation: yes will the serialized device be replaced?: yes inform customer about product replacement policy.